Event description:
The manufacturer received information alleging ventilator service required conditions occurred on a trilogy 202 ventilator while in patient use. There was no serious patient harm or injury that occurred or was reported. The trilogy 202 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation error codes in relation to (the internal li-ion not present, low flow and communication between host and oxygen blender module was lost.) Were observed in the devices event log, therefore the technician recommends the power management and oxygen blender module board needs to be replaced to address the issue. Additionally, during the service of the device, the rear cover, obm gasket, handle are damaged, rubber feet are missing and need to be replaced unrelated to the reportable malfunction/issue. The device is still pending the completion of the evaluation/repairs. The cause of "low flow" is still under investigation; therefore, attempts will be made to gather additional information on the cause of the occurrence. A supplemental report will be submitted as due.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging ventilator service required conditions occurred on a trilogy 202 ventilator while in patient use. There was no serious patient harm or injury that occurred or was reported. The trilogy 202 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation error codes in relation to (the internal li-ion not present, low flow and communication between host and oxygen blender module was lost.) Were observed in the devices event log, therefore the technician recommends the power management and oxygen blender module board needs to be replaced to address the issue. Additionally, during the service of the device, the rear cover, obm gasket, handle are damaged, rubber feet are missing and need to be replaced unrelated to the reportable malfunction/issue. The device is still pending the completion of the evaluation/repairs. The cause of "low flow" is still under investigation; therefore, attempts will be made to gather additional information on the cause of the occurrence. A supplemental report will be submitted as due. New information: the trilogy 202 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was not reproduced. During the evaluation error codes in relation to (the internal li-ion not present, oxygen blender module (obm) failure and communication between host and oxygen blender module was lost.) Were observed in the devices event log, an error code indicating a obm failure occurred was noted in the event log, but the actual cause for failure was not recorded. In conclusion the power management and oxygen blender module board were replaced to address the issue. Additionally, during the service of the device, the rear cover, obm gasket, handle are damaged, rubber feet are missing and were replaced unrelated to the reportable malfunction/issue. The device passed all test. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.